Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 6 days following the implant of this transcatheter bioprosthetic aortic valve unspecified diagnostic testing identified atrial fibrillation. Unspecified medication was administered. The atrial fibrillation did not resolve. The physician indicated the event was not related to the medtronic products or implant procedure. The cause was not reported.

Event description:
Additional information received indicated that the patient was discharged following the valve implant with a 30-day heart event monitor 5 days prior to the atrial fibrillation episodes. The patient reported feeling better every day. No symptoms were present as result of the atrial fibrillation. A low-dose beta blocker and an anticoagulant were started. The patient was to follow up in 1 month with an echocardiogram. At the 6-month visit, which occurred approximately 5 months following the valve implant, a left atrial appendage device procedure was discussed with the patient due to a high risk of bleeding (has-bled score of 3) and a high risk of stroke (chadsvasc score of 6). The patient agreed to the left atrial appendage occlusion (laao) procedure which was performed approximately 5.5 months following the valve implant. The patient was discharged the following day. The event was reported as resolved this same discharge date. The physician indicated the atrial fibrillation and laao were possibly related to the valve implant procedure and the transcatheter valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.